Event description:
It was reported that pump displayed a cartridge change error while customer was attempting to use pump. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide this information. Customer worked with technical support to remove pump from case, inspect and discard damaged cartridge, clean pump connection area, fill and load new cartridge, and successfully resumed insulin delivery, with no additional information received regarding the outcome of the event.